Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer is experiencing the symptoms of nausea, vomiting. The customer reported they don't feel okay to troubleshoot. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider is diabetic ketoacidosis. The customer was treated with IV drip with insulin. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 112 mg/dl. The customer stated that there is crack on reservoir. The customer stated that clip broke and the device fell on the kitchen floor and cracked. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.